Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Embedded fm is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with 2 bd vacutainer® sst¿ blood collection tubes foreign matter was found in tube. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that dirt was found on tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd vacutainer® sst¿ blood collection tubes foreign matter was found in tube. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that dirt was found on tubes.